Event description:
Healthcare professional reported through clinical study that the valve was explanted approximately 89 months post implant due to structural valve dysfunction. The valve was not returned however a pathology report was provided.